Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized for a week due to an unknown low or high blood glucose incident, possibly caused by a medtronic product. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not provide enough information to locate their account. It is unknown if the insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.